Event description:
It was reported that a patient was treated with a cortisone injection in the left hip for bursitis. All components remain implanted, no plans for future revision at this time. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: g7 osseoti multihole 52mm e item #110010264 lot #65123470. Bone screw self-tapping 6.5 mm dia. 35 mm length item #00625006535 lot #j7241829. Bone screw self-tapping 6.5 mm dia. 25 mm length item #00625006525 lot #j7175386. 32mm i.d. Size e high wall liner item #20123205 lot #65224135. Femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 14 149 mm stem length cementless item #00786401420 lot #64122192. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.